Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. This is 1 of 2 medwatch reports regarding this event. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia of 388 mg/dl for greater than 4 hours and also alleged insulin flow block alarm. The customer visited emergency room and treated with intravenous insulin infusion. The customer was later hospitalized. The customer also felt sick/unwell and vomiting, the event involved product(s) unk_reservoir, unk_ngp, unomedical and mmt-1884. Troubleshooting was performed and pump failed in high pressure test. Customer has been using the insulin pump system within 48 hours of reported high bg event. Customer was not using the auto mode/smartguard feature at the time of high event. No further patient complications were reported. Product return is expected for mmt-1884. No product return is required for unk_reservoir, unk_ngp and unomedical.